Event description:
It was reported that during a diep flap procedure, the clip appliers were cutting vessels and/or jamming. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Additional: f9g04c (batch# for device b); exp date (device b): 12/2013. MFR date (device b): 01/2009. (Device b): results: disengaged driver link. Conclusions: disengaged driver link. Evaluation summary: instrument a was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Analysis confirmed that instrument b was returned with a disengaged drive link. No functional testing could be performed due to the condition of the returned instrument. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.